Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited low amplitude. Additional information indicated that the rv lead was dislodged which was confirmed through x-ray. The physician planned to have a lead extraction for the patient. The lead remains in service. No adverse patient effects were reported.